Event description:
The customer reported that the whole front coupling came loose, the holding pin was broke and the spring was missing. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, it was revealed the coupling tool side was in poor condition. This was attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.